Event description:
It was reported that during a follow up check the physician noted a lot of short v-v counts and episodes of t wave oversensing. The lead will be scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The programmer data shows one lead integrity alert triggered (B)(6) 2012. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Oversensing was noted with six ventricular non-sustained tachycardia episodes less than or equal to 210 ms between (B)(6) 2012.